Event description:
The customer obtained initial total beta-hcg results of >1,000 mlu/ml on a patient sample when it was run neat and on 1:50, 1:100 and 1.200 dilations. A dilution of 1:400 gave a result of 344,000mlu/ml. The customer then repeat tested the same sample neat, and obtained a result of 964 mlu/ml. A bias of this magnitude might lead to inappropriate physician action. The falsely low result of 964 mlu/ml was not reported. There was no report of patient harm as a result of event.